Event description:
Customer reported, staff member squeezed newborn heel warmer to activate and the gel leaked out. Immediately upon squeezing, the product packaging separated along an edge causing a hole and inner contents to leak out. Customer fears staff or patient could be hurt from warmer leaking out. No injury to patient or staff for this incident.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
One sample was received for evaluation. The sample was already activated; therefore, the root cause could not be confirmed. Device history record review was completed on the reported lot v3d237, and the lot was manufactured and released in compliance with all requirements. Cardinal health has made a business decision to close the site which manufactures product 11460-010t and transition to a third-party manufacturer.